Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with customer's insulin pump. The wife states the customer received no delivery alarms. The wife states the customer has been running high due to improper insulin amount being delivered. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 400mg/dl. Troubleshoot was conducted. Insulin was found to have exit during manual prime. The customer was advised the pump was found to be functioning as designed. The customer is being sent replacement supplies and was advised to monitor the device.